Event description:
Revision surgery revealed polyethylene wear of the patellar component.

Manufacturer narrative:
The info provided and the examination results are insufficient to determine the cause of this event.